Event description:
It was reported that the camino 1104bt catheter was zeroed and placed in accordance with integra's (dfu) directions for use. Upon reconnecting the catheter post insertion to pt the cam02 monitor displayed an error message. Catheter failed to initialize. Connection and reconnection was attempted a number of times without success. The consultant neurosurgeon later connected the catheter to the cambl without issue or error message. There was no pt injury or delay in surgery associated with this complaint.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.